Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring at 127 ohms. Upon review, there was no noise noted on the presenting electrogram (egm). The threshold values were stable. Technical services (ts) stated that there was no sudden spike, so it was likely due to calcification. Ts discussed options for commanded shock. This rv lead remains in service. No adverse patient effects were reported.